Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted into a hospital with congestive heart failure (chf) and syncope. Furthermore, the patient's left ventricular (lv) transvenous lead was found to be dislodged into the proximal coronary sinus. A lead revision procedure was successfully performed due to migration. To date, there have been no further reported patient symptoms associated with this clinical observation. Additional information indicates that this product was explanted and replaced for normal battery depletion (nbd). The product has been received for analysis.

Manufacturer narrative:
As of today, the available information suggests this crt-d and lv lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.